Manufacturer narrative:
Follow up with the customer on (B)(6) 2012: patient was treated once since event was reported (1 treatment/month). Patient was administered hydrocortisone + piriton IV prior to ecp treatment: no symptoms occurred. This information does not change the initial assessment. Mxp: (B)(4); qerts: (B)(4).

Manufacturer narrative:
Follow up with the customer on 05 december 2012: patient was treated once since event was reported (1 treatment/month). Patient was administered hydrocortisone + piriton IV prior to ecp treatment: no symptoms occurred. This info does not change the initial assessment. (B)(4); qerts: 273809.